Manufacturer narrative:
The insulin pump was received with currents in spec. The pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had a minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, missing end cap sticker, and cracked lcd window. Analysis was unable to verify end cap brown discoloration or burn marks due to the pump received without end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer states there is some crack on the right corner of the pump and on the rim of the battery compartment. The customer also mentioned the sticker on the pump is turning brown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.